Event description:
Explanting physician reported rupture and "simple cysts which are not device related" diagnosed by MRI. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Phone number: (B)(6). Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: not applicable as the event is not related to the device."

Event description:
Explanting physician reported rupture and "simple cysts" diagnosed by MRI. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.